Manufacturer narrative:
Corrosion damage was noted throughout the internal components of the device.

Event description:
The core universal driver was sent for service and it ran on its own w/o activation during performance testing. No adverse event associated with the device.